Event description:
The customer reported the system will not display images and intermittently displays a collimator iris potentiometer error. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced the iris feedback potentiometer. System operates as intended.